Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti tachycardia pacing (atp) due to a ventricular arrythmia, the initial atp was unable to effectively terminate the arrhythmia, therefore, shock therapy was delivered multiple times. The rhythm slowed down, but the arrhythmia came back numerous times. Further evaluation with the health care professional was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that per physician's and patient's discretion, the therapy was turned off.